Event description:
It was reported the device leaked at the disposable connection prior to use. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received in used conditions without original package. Visual inspection results: it was observed a lack of solvent at reflux connector this issue could cause leakage or another functional fail test. Functional test in samples provided: based on manufacturing procedure and failure mode reported, we performed a leakage test on sample provided, to verify if leakage can be confirmed which can be caused by lack of solvent detected previously in visual inspection. Results: based on the leak test results, the reported failure mode is confirmed. The cause of the reported problem was traced to the manufacturing process. Awareness notification was performed to the personnel on 27-sep-2022 to explain the importance of adherence to manufacturing procedure. No lot number was provided, therefore, DHR (device history review) could not be performed.